Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading between 40-50 mg/dl. No bg meter comparison value was reported. No patient symptoms were reported. The patient was concerned about the low cgm value and self-treated with an ¿emergency shot¿ (likely glucagon). Emergency medical services (ems) was then called. Once ems arrived, the patient¿s bg meter reading was ¿high¿ (no specific value was reported). No cgm comparison value was reported at this time. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 400 mg/dl and the cgm was reading 50 mg/dl. The patient was treated with potassium and oxycodone. The patient was discharged around 8am the following morning (less than 24 hours). The patient was feeling ¿good¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.